Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was returned in four pieces. An insulation abrasion was noted at 0.0 cm - 0.2 cm and at 4.0 cm - 5.0 cm from the proximal end. Abrasions are consistent with constant friction with another implantable device.